Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on an unknown date a volume discrepancy occurred where the actual reservoir volume (arv) was greater than expected reservoir volume (erv). It was noted that the arv was 15cc and the erv was 2-3cc. It was noted that there was no previous volume discrepancies in the past that the manufacturer representative (rep) was aware of. No troubleshooting was done prior to the call. Rep stated that the healthcare professional (hcp) had wanted to perform a rotor and catheter dye study. It was noted that the rep asked the hcp if any alarms were heard, and rep stated the hcp had not interrogated the patient's pump with logs yet. The reason for the call was rep wanted the procedures emailed to her. It was reviewed recommendation to check pump logs to see if there were any motor stalls or alarms. It was reviewed if logs are checked then a rotor study was not necessary. Check the pump logs was reviewed for underinfusion. Troubleshooting considerations suggested were to consider doing a roller/rotor study and consider doing a dye study. Rep was redirected to follow up with hcp. Rep will be meeting with hcp to discuss further troubleshooting steps and procedures for rotor/dye study were sent out. Rep had no further information at this time and no symptoms were reported. It was stated that the rep was aware of the hcp wanting to perform a rotor/dye study yesterday ((B)(6) 2017), but was not aware there was an issue until today((B)(6) 2017).